Manufacturer narrative:
An initial medwatch report was submitted conservatively. Of note: the patient was 22 years old when the valve was implanted and was replaced when the patient was 35 years old. The valve is used in palliative treatment and successfully delayed the next intervention for over 13 years. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an old medtronic valve in the pulmonary position underwent a procedure in which the old valve was inactivated and a new medtronic valve was implanted in the pulmonary position. No symptoms, complications, adverse events, illnesses, infections, irregularities, or deaths were reported. No patient complications have been reported as a result of this event.